Manufacturer narrative:
Although no injuries or unacceptable risks to the patient were reported, richard wolf gmbh (rwgmbh) consider this case a "reportable malfunction" due to a similar issue being reported as a "serious injury" in the last two years.

Event description:
It was reported that during a procedure, the motor control unit stopped delivering power to the handpiece. The reported issue caused a 5 minute delay in the procedure while retrieving another machine to complete the scheduled procedure. The delay did not put the patient at unacceptable risk. There was no additional treatment or procedure needed. There is no report of any patient harm.